Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received pump reset information from technical support, successfully reset the pump, and was advised to continue using it with instructions to call back if any malfunction reoccurred. The customer understood the instructions. No further malfunctions occurred after the reset.